Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon flextome monorail was used for a percutaneous transluminal angioplasty procedure to treat the target lesion. During procedure, the device ruptured at 6 atm on the first inflation. The procedure was completed with another of the same device and the patient's status was good. However, device analysis revealed a shaft perforation at the hypotube to midshaft bond area as a result of severe shaft bending.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. A visual examination identified severe shaft bends from 35cm to 41cm from the catheter tip at the midshaft to hypotube bond area. The returned device was attached to an encore inflation unit. Positive pressure was applied when a leak was noted on the shaft. A microscopic analysis confirmed a shaft perforation at the hypotube to midshaft bond area which is potentially a result of the severe shaft bending identified upon device return. A visual examination of the balloon confirmed a leak in the balloon material as a result of contact with a blade. A double slit effect was noted. The balloon material was scratched adjacent to the balloon slits on both sides. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).